Event description:
It was reported that there was a loss of therapeutic effect. It was stated that the patient had to charge more often. It was noted that the patient¿s device was implanted in (B)(6) 2008. It was stated that the patient did not have any education as to when her implantable neurostimulator (ins) might lose power. It was stated that the patient had to charge her ins every 4-5 days, whereas she used to charge it ¿about every 2-3 weeks.¿ it was noted that the patient¿s parameters were the same. It was noted that the patient ¿had ablations the past 3 fall seasons.¿ it was stated that the patient programmer (pp) was able to communicate with the ins. It was noted that the screen said ¿group d and 3.50.¿ it was noted that the patient was able to see the ¿lightning bolt.¿ it was noted that the ins battery icon showed ¿about ¾ full.¿ it was noted that the patient had received an ¿rf ablation¿ about 4 months ago. It was stated that the patient was getting ¿breakthrough pain exceed beyond the battery.¿ it was stated that the patient had been receiving ¿breakthrough pain on and off for the past 3 years.¿ it was noted that the patient was active. It was noted that the patient needed to recharge every 4-6 days, depending on ¿activity level.¿ it was noted that the patient had to start recharging more frequently within the last 6 months. It was stated that the patient¿s spinal cord stimulation (scs) ¿had made a difference and was working well,¿ but the patient thought that it was ¿not working as efficiently and not handling the pain as well.¿ it was noted that the patient had more pain for the past 6 months. It was noted that the patient had a CT scan done about 4 months ago, which was after the ablation. It was stated that 2-3 weeks after the ablation, the patient had told her healthcare provider (hcp) that ¿it¿ wasn¿t working as well, but the patient was premature ¿because the steroid took longer to kick in.¿ it was noted that the patient had been ¿really noticing taking more charging and pain¿ for the past 2-3 months. It was stated that the patient had rf ablation for nerve cauterization because of the ¿breakthrough loss of therapeutic effect.¿ additional information received reported that the patient had to charge more than expected. It was noted that the patient¿s therapy was not working as expected. It was stated that the patient had a return of symptoms. Additional information received reported that the patient had received assistance from her hcp or a manufacturer representative on (B)(6) 2014 and her concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).